Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle detach during use on the patient? Or during handling/dispensing before use on the patient? No further information is available. Was the procedure completed successfully? How? No further information is available. Event date and procedure name? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.